Event description:
It was reported that a large volume infusor had approximately 15-20% volume remaining in balloon even after connected for more than 24 hours. The issue was noticed during patient use. The device was filled with 8g flucloxacillin and 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 23-24, 2025. H11: the device was received for evaluation containing 54 ml of fluid in the bladder. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The folfusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.